Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tct10 instrument would not cut the tissue and the staples partially formed. Another instrument was used to complete the case. There was no consequence to the pt.